Event description:
On 8/26/96, the reporting site received confimation from the mfg site that their investigation revealed problems with device and another lot (9b091) which confirmed a mfg defect resulting in holes in the tubing of the blood collection sets near the luer connector. Several corrective and preventive actions have been taken to correct his defect. The MFR's investigation has limited the defect to device and 6b091. S